Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant medical products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 375cc saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 05/27/2019, mentor completed the investigation on the suspect medical device. According to the information provided, the patient experienced a deflation on the implant. During evaluation of the sample a crease, an area of missing material measuring approximately and the ruptures a, b, c and d were discovered on the posterior view. In the anterior view the rupture e, f, g and h. Measuring approximately : area of missing material : 0.5 cm x 0.4 cm. Rupture a: 0.4 cm. Rupture b: 0.4 cm. Rupture c: 0.7 cm. Rupture d: 0.7 cm. Rupture e: 0.5 cm. Rupture f: 0.5 cm. Rupture g : 0.4 cm. Rupture h: 0.1 cm. Microscopic examination of the edges of the ruptures a to g revealed parallel striations. No indications of instrument damage were found in rupture h and in the area of missing material. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).